Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during the implant procedure this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 3,000 ohms once connected to this cardiac resynchronization therapy defibrillator (crt-d). The pacing impedance measurements through the pacing system analyzer (psa) were 2,300 ohms. This crt-d was not implanted and another device was attempted. The pacing impedance measurements with the new device were all less than 3,000 ohms with the exception of one vector reporting 2,998 ohms. The device remains in service with the lv lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.